Event description:
It was reported that patient received a cut during a cast removal procedure. Upon follow up it was confirmed that the physician's assistant was cutting the cast and had never used a cast cutter before. The device was performing as intended, the complaint was a user error. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The reported event, the saw cut through patient¿s skin and to the bone, could not be confirmed and no component failures could be identified since the cast cutter was not returned to stryker for evaluation. Device is not returned at manufacturer facility for evaluation.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that patient received a cut during a cast removal procedure. Upon follow up it was confirmed that the physician's assistant was cutting the cast and had never used a cast cutter before. The device was performing as intended, the complaint was a user error. Attempts are being made to obtain additional information from the user facility.